Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was described as a rash on his full back with open sores and bleeding. The patient's doctor provided a powder and cream for the irritation. During a follow up, the patient reported that the rash had healed with the use of (B)(6).